Manufacturer narrative:
Sample inspection: an internal and external inspection was performed on each of the source devices. Syringe module s/n: (B)(6). There were no observations of fluid ingress in the front or rear case. There was no contamination observed on the electronic or mechanical components. The male and female iui¿s have dried fluid on all pins. Log analysis results: the pcu error log showed a log-only malfunction of 600.6840.5 on the reported incident date. However, the recorded error is a ¿log only¿ error, is not a system error and will allow the system to continue function. The pcu event log shows the system was powered up on (B)(6) 2021 at 1:15:50 pm where four syringe modules were attached at power up. However, no infusions were programmed on (B)(6) 2021, the user downloaded the device logs. Test results: iui testing performed on the source devices found the two syringe modules (s/n: (B)(6) & s/n: (B)(6)) operating out of specification. Syringe module s/n: (B)(6) male iui had damaged isolation ribs and was found to be the cause of the two devices on the left side of the pcu not getting power. A channel disconnect occurred during testing which was caused by damaged isolations ribs on the male iui of syringe module s/n: (B)(6). The damaged iui¿s were replaced and now the devices operated in specification. Test methods: testing was performed per iui test method 1503-001-016, dir# (B)(4). See the attached test results file in trackwise (1503-001-016.pdf). Device history review: review of the source pcu s/n: (B)(6) service history record showed the device had a manufacture date of 05/21/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the customer¿s complaint was identified as due to damaged isolation ribs on syringe modules channel b s/n: (B)(6). During testing a channel disconnect was also experienced, this was identified as due damaged isolation ribs on syringe modules channel c s/n: (B)(6). The customer¿s stated issue of syringe module would not power on was confirmed through testing. The log review found no errors that would explain a report of no power. On the reported event date of (B)(6) 2021 no infusions were programmed. Functional testing consisting of iui testing performed on the source syringe module¿s found two devices operating out of specification. Both devices connected to the left side of the pcu would not power on due to damaged isolation ribs on s/n: (B)(6) in the channel b position. Both male iui¿s have contamination on the contact pins. S/n: (B)(6) has a date code of 03/2019 and s/n: (B)(6) has a date code of 05/2019. Syringe module s/n: (B)(6) in the channel d position channel disconnected while attempting to connect channel a and b. This was due to damaged isolation ribs on s/n: (B)(6) male iui. The system was not in use during treatment. The issue was found prior to use.

Event description:
It was reported that there were syringe modules (8110) devices that would not power on. The issues were noted before use. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were syringe modules (8110) devices that would not power on. The issues were noted before use. Although requested, additional information was not provided.